Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, about 6 months post implant of bard soft mesh, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. This emdr represents the bard soft mesh (device #1). An additional supplemental emdrs were submitted to represent the bard mesh pre-shaped w/ keyhole (device #2) and perfix plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of bard soft mesh (device #1) on (B)(6) 2015. Per operative notes, ¿the peritoneal contents off the cord structures at the level of the umbilicus were dissected. A piece of bard soft mesh (device #1) was placed centered on the internal ring, tucked down under the peritoneum inferiorly.¿ (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of bard mesh pre-shaped w/ keyhole (device #2) and perfix plug (device #3). Per operative notes, ¿an indirect hernia sac was identified. A extra-large perfix plug (device #3) was fixed to the undersurface of the deformed abdominal wall and the "shutter" of the internal oblique. A bard preshaped w/ keyhole patch (device #2) was placed and then fixed to the fascia of the inguinal floor, at the pubis, along the shelving edge.¿ (note, there was no mention/visualization of device #1 during the repair). Attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.

Event description:
Per information provided by patient's attorney: on (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of bard soft mesh (device #1) on (B)(6) 2015. Per operative notes, ¿the peritoneal contents off the cord structures at the level of the umbilicus were dissected. A piece of bard soft mesh (device #1) was placed centered on the internal ring, tucked down under the peritoneum inferiorly.¿ on (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of bard mesh pre-shaped w/ keyhole (device #2) and perfix plug (device #3). Per operative notes, ¿an indirect hernia sac was identified. A extra-large perfix plug (device #3) was fixed to the undersurface of the deformed abdominal wall and the "shutter" of the internal oblique. A bard preshaped w/ keyhole patch (device #2) was placed and then fixed to the fascia of the inguinal floor, at the pubis, along the shelving edge.¿ (note, there was no mention/visualization of device #1 during the repair) attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, about 6 months post implant of bard soft mesh, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Addendum #1: h11: this supplemental emdr is submitted to correct the expiry date. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Corrected field: d4 (expiry date). This supplemental emdr represents the bard soft mesh (device #1). An additional supplemental emdrs were submitted to represent the bard mesh pre-shaped w/ keyhole (device #2) and perfix plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.